Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, steerable guide catheter, 3 mitraclips implanted. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The clip delivery system (60920u160) referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the interaction with and damage to the first implanted clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds 60920u160) was advanced to the mitral valve and the clip was successfully deployed at a2/p2. The second clip was implanted at the medial side of a3/p3, and the third clip was deployed at a1/p1, reducing the mr to 2-3. The fourth cds (60919u105) was then advanced for placement between the first and third clip. During positioning, the clip caught on the chordae. Troubleshooting was performed and the clip was retracted, but the grippers became caught on the first clip. The grippers were cycled, and the clip was freed. During positioning, the grippers again became stuck on the first clip. The guide was torqued, causing the first clip to move from its position on the anterior leaflet. The fourth clip was then repositioned in an attempt to stabilize the first clip, but again became caught on the first clip, which caused the first clip to detach from the anterior leaflet, and remain attached to the posterior leaflet (single leaflet device attachment/slda). The decision was made to discontinue the procedure. The patient was placed on a balloon pump, and converted to mitral valve replacement surgery the next day because the physician was concerned that the slda clip would embolize. The patient is currently stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from the lot. All available information was investigated and the reported physical resistance, difficult to remove and device caused damage to another device appear to be a result of procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.